Event description:
Sorin group rec'd a report that an s5 double roller pump displayed an error message. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for eval. The reported issue was confirmed. After the device was reflashed, the issue was resolved and no further issues were seen during approx 800 hrs of testing. Sorin group (B)(4) will continue to monitor the market for this issue.